Manufacturer narrative:
User facility forwarded a report after receiving a faxed letter from biomet on (B)(6), 2011 with event details. This follow-up report is being filed to make the FDA aware that both the manufacturer report number and the attached user facility report are for the same patient, part number and event. This report filed (B)(4), 2011.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of receiving certificate of conformance showed that lot released with no recorded anomaly or deviation. Product and complaint have been forwarded to contract/manufacturer supplier. Upon completion of evaluation, a follow up report will be sent to the FDA. This report filed (B)(6), 2011.

Event description:
It was reported that patient underwent total knee arthroplasty utilizing signature knee guides on (B)(6), 2011. During the procedure, the distal femur cut was made and was in three degree flexion, causing a notch in the femur. The surgeon was able to correct the notch and the procedure continued without incident. There was no significant delay reported

Event description:
It was reported that patient underwent total knee arthroplasty utilizing signature knee guides on (B)(6), 2011. During the procedure, the distal femur cut was made and was in three degree flexion, causing a notch in the femur. The surgeon was able to correct the notch and the procedure continued without incident. There was no significant delay reported.